Manufacturer narrative:
A search for non-conformances associated with this part/lot number combination did not reveal any production-related issues relevant to the complaint that occurred during manufacturing of the device. The physical device was not available for evaluation to investigate if a condition existed that would have contributed to the reported event. Supplemental imaging was also unavailable for review; without imaging, the investigation cannot verify the event occurred as described, nor could the investigation further examine the cause of the reported event. This information may be updated if additional information is provided at a later date.

Event description:
As reported: under 3d roadmap guidance, a stent catheter and microcatheter were delivered into the aneurysm over a microwire. After deploying the stent at the aneurysm site, a 2 x 4 mm coil was attempted but could not be delivered into the aneurysm. Subsequently, 2 x 2 mm and 3 x 4 mm coils were tried in sequence, but delivery into the aneurysm remained unsuccessful. When attempting to deliver another 3x4mm coil, it was found that the coil could not be advanced and contrast injection failed (no flow). After multiple unsuccessful attempts, microcatheter damage was suspected, prompting a replacement of the microcatheter. The procedure was delayed by over an hour due to these repeated attempts. Following the microcatheter replacement, the surgery was postponed due to other reasons. Patient had serious injury. The other causes for the postponement are unrelated to the reported microcatheter. The hospital will not disclose further details regarding these causes or provide any information about patient's retreatment. The patient's condition remains stable currently.